Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. The customer unsure that the leak was past the second o-ring or first o-ring. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test. Found no air bubbles and no leakage anomalies during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles when plunger was disconnected from reservoir, performed manual test and found plunger easy to release from stopper-plunger. (B)(4).